Event description:
It was reported that a pt experienced withdrawal. There was a volume discrepancy; the reservoir was accessed and it was noted that "the same amount of dug is still in reservoir". The hcp planned to perform a catheter dye study and a (B)(6) study. The pump contained baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).